Event description:
It was reported by the customer that the device had a broken pin inside of the connector for the standard paddles and also that the broken pin is stuck within the therapy connector itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff indicated that the device was repaired by replacing the hard paddles assembly and the device therapy connector receptacle assembly. The device was subsequently returned to use. The cause of the reported problem was determined to be due to a broken pin from the standard hard paddles assembly that was stuck in the mating socket of the device therapy connector receptacle assembly. The device was not returned to physio-control for eval; therefore, further investigation cannot be performed.